Event description:
Per the audiologist's report, the pt hit the back of his head in 2007 and then began to report that loud sounds were intermittent beginning in the following month. The pt recently (no date given) reported that all sound through his cochlear implant system were "soft". The results of an integrity test done two months later, showed no output unless the external coil was moved away from the point where the internal and external magnets attract. An x-ray reportedly showed no evidence of a displaced magnet. A CT scan is scheduled. Explantation/reimplantation surgery is being considered.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012, and the patient was reimplanted with another device during the same surgery. This report is filed (B)(4) 2013.